Event description:
Patient tested on suspect device with an inr result of >8.0. Patient was sent for a lab and the value was .86. She was taken to the hospital and admitted. Controls were in range. The device was replaced and requested to be returned for evaluation.